Event description:
It was reported that a user started pairing a new dexcom g7 15-day continuous glucose monitor (cgm) that connected to the dexcom app but did not pair to the ilet due to entry of an incorrect pairing code; the user entered 7437 instead of the correct 7713, which led to continued alerting on the ilet until cgm data could be received. No reported clinical symptoms despite a self-reported blood glucose of 232 mg/dl after a meal. Outcomes included no adverse clinical impact, no emergency treatment, and no hospitalization. Customer care provided support that included guided troubleshooting, review of pairing steps, confirmation of the correct pairing code, and instruction to wait for sensor communication to establish before reassessment. Investigation of this case revealed user error in code entry resulting in unsuccessful cgm-to-ilet pairing and continued system alerting until proper code entry and sensor handshake, consistent with expected device behavior and no device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup with resolution through correct pairing and standard pairing wait time.